Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steering issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted that the transseptal puncture was difficult due to the floppy septum. After insertion of the clip delivery system (cds) into the steerable guide catheter (sgc), when turning the m-knob, the cds steered posteriorly, not medially. The p-knob was used to turn the cds to the posterior position and the clip was successfully implanted. The final mr grade was <1. The patient remained stable post procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No addition information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported sleeve steering issue appears to be related to challenging patient anatomy, specifically the floppy septum, which made the transseptal puncture difficult and which led to increased tension on the device, contributing to the clip delivery system turning in the unintended direction. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.